Event description:
It was reported that the patient presented implant of the right ventricular (rv) lead. During the procedure the helix failed to extend after numerous attempts. Upon flicking the tip, the helix jumped out. The lead was not used, and a replacement was used to complete the procedure. There were no patient consequences.